Event description:
This 51 yr old female underwent bilateral mammoplasties with silicone gel implants in 1979. The implant MFR is unknown to this reporting facility as the procedure was not performed at this facility. The pt presents with multiple medical complaints, including fibromyalgia, and desires to have the implants removed. Gross exam: the right implant is massively disrupted. The left implant is coated with a sticky, stringy, viscous, gelatinous silicone-like material. No fenestration was identified.